Event description:
Same case as MFR: 2134265-2011-03045. It was reported that during a coronary angioplasty treatment procedure balloon ruptures occurred. The 75% stenosed lesion was located in the severely calcified proximal right coronary artery. The 12mm x 4.0mm quantum maverick monorail balloon ruptured at 18atms on the initial inflation. The device was removed intact. The procedure was continued with a 15mm x 4.0mm quantum maverick monorail balloon. This balloon also ruptured at 18atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as MFR: 2134265-2011-03045 it was reported that during a coronary angioplasty treatment procedure balloon ruptures occurred. The 75% stenosed lesion was located in the severely calcified proximal right coronary artery. The 12mm x 4.0mm quantum maverick monorail balloon ruptured at 18atms on the initial inflation. The device was removed intact. The procedure was continued with a 15mm x 4.0mm quantum maverick monorail balloon. This balloon also ruptured at 18atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick balloon catheter was received for analysis. There was contrast in the inflation lumen. Visual inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 15mm long. The tear started 7mm from the distal tip and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities.the manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).